Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the centrifugal motor was noisy and the rotations per minute (rpm) was fluctuating. The device was not changed out, as the unit was used for the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation in process, but not yet completed.